Event description:
The customer reported that a sample yielded in a softbank screen a 4+ result in the a spot and the cord type was interpreted as "pos pos" while testing on the tango yielded clearly an o pos result. The customer caught the anomaly before there was an adverse result. A review of the tango's result sheets delivered clearly show a negative reaction of the sample with anti-a whereas the result printout from softbank shows a 4+. Since there is no sample ID visible on the softbank printout (window above window), there is no evidence that the discrepant results are assigned to the same individual. Bio-rad us tech support was notified about the proposal of a workaround solution given by scc (vendor of softbank) until a sustained resolution is available. Taken together no false results have been obtained with tango optimo s/n (B)(4). Provided that discrepant results have really been assigned to an identical patient (no evidence) the issue arose due to mixup of the order of results from a partially reordered sample during transfer to the host system via softbank. Preliminary information conclude that reprogramming of softbank shall prevent the problem after implementation.

Manufacturer narrative:
This is our combined initial and final report on this incident.